Event description:
The event involved a plum 360 driver new where the customer reported that the device keeps turning off and on while running heparin drip. There was patient involvement but the patient was not negatively impacted by malfunction according to customer. No other equipment was present at the time of event.

Manufacturer narrative:
The customer, agiliti, did not want to return the device for testing and stated that they would perform their own testing. Since the device was not returned to the service hub for assessment, we were unable to replicate or verify the reported issue. The service history over the past 12 months did not indicate any similar occurrences.